Event description:
Customer reported that their flex reusable disc became stuck and after several unsuccessful attempts at removing the disc themselves, they had to go to urgent care to have it removed. The disc was in for 16hrs prior to removal. Customer reported pain when trying to remove disc (noting that it was removal itself causing pain rather than device itself), that a tool was used to remove the disc, and that the device was discarded. Customer was not prescribed any medication and reported that symptoms resolved after removal of device. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.